Manufacturer narrative:
Product analysis:visual and optical examination identified a quasi-brittle fracture at the base of the bottom-arm tip and river lines consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the bender appears to have been sheared off from the result of high force and repeated use over time. The damage is the result of wear on a high stress area by repeated use but not misuse.

Event description:
It was reported that, intra-op, the instrument broke. The bender failed during use. The instrument did not come in contact with the patient. The product failed during use by surgeon. It broke at the junction of the base and lever arm. Surgeon injured his hand as a result of the instrument failure.